Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the ipg site. To address the issue, patient underwent surgical intervention on (B)(6) 2026 wherein the ipg was repositioned to sit more comfortably. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.